Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 534 mg/dl. The customer treated with the pump and syringe. The customer stated that 3 unit fixed prime passed. The customer stated that the high pressure test failed. The customer did not mention any leaks. The product was returned for analysis.